Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A materials manager reported experiencing a problem with the table top illuminator lamp during a procedure. The case was completed using the auxiliary lamp. There was no harm to the patient.

Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 18, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the external the voltage fluctuation at the site. (B)(4).